Manufacturer narrative:
H11: manufacturing review: the lot history review determined this is the only complaint reported for this lot number to date. Investigation summary: one atlas gold pta balloon catheter returned for evaluation. Upon visual inspection, it was noted the balloon had blood residue. No anomalies noted to the y-body. During functional testing, the device guidewire lumen was flushed. The patency of the guidewire lumen was tested using an in-house guidewire, and it was able to be inserted without issues. An in-house presto inflation device was used to inflate the device, and water was noted to be leaking from the balloon. Under microscope examination, a pinhole rupture was present on the balloon. No further functional testing was performed. Therefore, the investigation is confirmed for the reported balloon rupture as pinhole rupture was present on the balloon. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g1, g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the atlas gold pta balloon. During the procedure, the balloon allegedly ruptured. Further, it was updated that they were able to find the hole in the balloon. The procedure was completed using another balloon. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the atlas gold pta balloon. During the procedure, the balloon allegedly ruptured. Further, it was updated that they were able to find the hole in the balloon. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.